Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, during the first two fires on the stomach, the staple line was incomplete for both product. The surgeon had to clip the staple line.